Manufacturer narrative:
Device not returned.

Event description:
Plaintiff implanted with t-sling 5194001400 lot 0690 on (B)(6) 2011 alleges exposed meshre-hospitalization and additional surgery of plaintiff occurred on (B)(6) 2012